Manufacturer narrative:
At this time no further information is available, and our investigation is considered completed. If further information is provided, this report will be updated.

Event description:
Boston scientific received information from the patient that allegedly this right ventricular lead was damaged, and subsequently surgically abandoned at a procedure approximately three months ago. It was replaced with a non-boston scientific system, and no additional adverse events were reported. Further information has been requested from the local field representative. The field representative was unable to obtain any further information.